Event description:
Re: dexcom 7 quality defect and ineffective technical support - g7 sensors with expiration date of 09/30/25; lot #s 1824102003 and 1824119004 are defective and do not pair and are not discoverable by bluetooth using iphone nor omnipod g5 controller - patient has 8 boxes of sensors with same expiration date and lot #, and that exchange was requested because I do not feel comfortable using them after 2 sensors did not work at all - patient - self, type 1 diabetes for 32+ years, 30 years on insulin, 10+ years using insulin pump (omnipod 5) and glucose sensor (now dexcom g7) - received 3 months¿ supply order of dexcom g7 sensors in (B)(6) 2024 from (B)(4) ¿ went to change sensor on left arm on (B)(6) 2025 at 6:30pm mt, no issues with expiring sensor - placed sensor according to instructions and sensor would not pair with iphone 15pro, nor omnipod 5 controller - received multiple 'not pairing' messages over course of 1+ hrs - usually sensor pairs with dexcom iphone app and omnipod % controller within minutes - called dexcom support (888-738-3646) and was instructed to change sensor and dexcom would replace 'defective' sensor - removed sensor and applied new sensor to different area of left arm - new dexcom sensor again would not pair with iphone 15 pro nor omnipod 5 controller - turned iphone off and then on, turned omnipod 5 controller off and then on; turned bluetooth off and then on - sensor error message that cannot pair - called apple support to check bluetooth operation; turned iphone on and then off, bluetooth on and then off - no issues with iphone and sent operational log to apple engineer department for further review - both sensors had expiration date of 09/30/25; lot #s 1824102003 and 1824119004 - I have 8 unopened boxes of same dates and lot #s - called dexcom tech support 02/18/24 at 10:00am mt and spoke with (B)(4) to exchange 8 boxes and report issue so other patients would not experience it - (B)(4) indicated dexcom cannot exchange product and to call distributor (B)(4) who would do it - called (B)(4) on 02/18/25 at 1:43pm mt and spoke with (B)(4) told that they cannot exchange boxes that 'might' be defective - told to put them on and if defective, to call dexcom for replacement - clarified that I had to stick myself 8 times to prove sensor is defective before it would be replaced - asked her to speak to supervisor and (B)(4) said there was nothing she can do and that is the process and also that (B)(6) does not allow it - called dexcom tech support again (888-607-8398) and spoke to (B)(4). (B)(4) indicated that she cannot exchange unopened boxes and to call (B)(4) - I told her that I already had and summarized the history of calls to dexcom and (B)(4)- I asked (B)(4) to talk with a supervisor and she said that (B)(4) (supervisor) said there was nothing that can be done and also because I have (B)(6) - supervisor would not get on the phone with me after being requested multiple times. Dexcom g7 sensor pin (B)(4). Reference reports: #mw5166592, #mw5166593, #mw5166594, #mw5166596, #mw5166597, #mw5166598, #mw5166599.